Event description:
Tampon fibers frayed and left inside - vaginal [foreign body in reproductive tract]. Tampon fibers frayed, missing, looked as though tampon had disintegrated [device breakage]. Tampon fibers frayed and left inside upon removal [complication of device removal]. Case description: consumer contacted via e-mail and stated that when she removed the tampon, a large portion of the tampon fibers were missing from one side; they had frayed and it looked as though the tampon had disintegrated. No serious injury was reported.

Manufacturer narrative:
On 18-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon fibers frayed and left inside - vaginal [foreign body in reproductive tract]. Tampon fibers frayed, missing, looked as though tampon had disintegrated [device breakage]. Tampon fibers frayed and left inside upon removal [complication of device removal]. Consumer contacted via e-mail and stated that when she removed the tampon, a large portion of the tampon fibers were missing from one side; they had frayed and it looked as though the tampon had disintegrated. No serious injury was reported.